Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test and the transmitter was milled. The reported allegation was not found. Confirmation of the reported allegation was undetermined. The probable cause could not be determined post investigation. No additional event or patient information is available.